Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, patient reported feeling dizziness and lightheadedness and, heart skipping a beat. Device interrogation noted multiple noise episodes on the right ventricular lead. The noise was reproducible with arm movement and r-wave oversensing was noted. Abbott¿s tech service engineer was contacted for assistance. No additional info was available.

Manufacturer narrative:
Correction: manufacturer report number 2938836-2018-11192 should not have been submitted as there is no complaint on this lead.